Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 4 inappropriate shock(s) due to atrial fibrillation (af) or dual tachycardia. Troubleshooting options were discussed. The device remains in service. No adverse patient effects were reported.